Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with a decreased level of consciousness. A remote transmission indicated possible intermittent undersensing of the ventricular sensed beats by the right ventricular (rv) lead and possible far field r-wave (ffrw) oversensing of the right atrial (ra) lead. The ra lead ffrw oversensing was stored on the electrograms as atrial arrhythmia episodes causing the device to mode switch. The leads remain in use. No further patient complications have been reported as a result of this event.